Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the needle was jamming up and his blood glucose has been really high. Customer stated that ever since he had that type of infusion set, his blood glucose has been really high. Customer just changed it a few minutes ago. Customer's blood glucose was 456 mg/dl and has been high all day. Customer treated with the pump about 2 hours ago. Customer stated that his last set was bent and had blood in it. Customer changed everything a few minutes ago including the insulin. Customer treated with the pump. Customer declined troubleshooting. Customer's current set was inserted on the side of the stomach.